Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots h12a13023 and h12a17024 and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. This complaint for the peritonitis-no malfunction or use error was not confirmed.

Event description:
During a follow up call on an unrelated issue the patient reported being in the hospital for peritonitis. On (B)(6) 2012, product surveillance spoke with the patient's peritoneal dialysis nurse regarding the event of peritonitis. The nurse declined to provide any information regarding this event. On (B)(6) 2012, product surveillance contacted the patient to obtain additional information regarding this event. Additional information was obtained from the patient. The patient presented to the emergency room on (B)(6) 2012 with abdominal pain and was hospitalized and diagnosed in the same day for peritonitis. The patient was treated in the hospital with antibiotics, continued with peritoneal dialysis therapy, and was discharged on (B)(6) 2012. The patient reported not knowing the reason for the peritonitis. No further information was obtained.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.